Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, on the first firing, the device was articulated across the renal artery (white reload). The firing was normal without incident; however, when the device was removed there was significant bleeding from the back side of the staple line. Staples appeared to be completely formed. The surgeon placed one clip proximal to the staple line. There was still bleeding at the distal end of the staple line. He then placed another clip (more proximal) and the bleeding began from the edge of the staple line. This bleeding was significant (pumping), the case was converted to an open procedure and the entire staple line was over sewed. The patient was reported to be stable following the procedure.